Event description:
It was reported the patient was discharged from hospital care with prescription for infusion of remodulin, tadalafil and letairis. The patient's mother stated the device caused the pump to give "no disposable" alarms. The patient's mother mixed a replacement cassette and resumed infusion. No adverse effects reported.